Event description:
It was reported that the patient presented in our office several times with the (original) implant crown/abutment at tooth site#14 loose. The abutment was retightened all those times. Also was remade thinking it was a problem with our abutment/crown. Still continued to come loose; then we saw the problem as the implant body collar was found broken.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. B3: date of event unknown / not provided. D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided. G4: PMA/510(k) number not available. No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.